Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, on final closure of the skin, three needles popped off of the sutures pre-maturely. Opened an additional one and finished the case successfully with needle attached. There was no patient injury.